Event description:
Unsolicited communication. (B)(6). Clinical supervisor with nursing agency reporting pt pump will not work alarm going off even after replaced batteries wanted to know if nurse could admin without pump advised per our approved nursing order protocol and supply list must be administered via electronic infusion pump, she notified home health nurse not to infuse and to reschedule. Pump serial number: (B)(6). Pt did miss infusion. No adverse event(s) reported due to product issue. Troubling shooting did not resolve the issue. Device is available for return. Reported to cvs/caremark by health professional.